Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device was being returned for service. During service of the device, it was noted that the device had hose damage (worn hose). It is known that the device was not being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.